Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during a motility study on (B)(6) 2012. According to the complainant, during the procedure while attempting to withdraw the hydrajag from the motility catheter, the guidewire became stuck and the tip of the wire detached exposing the tip of the core wire. No part of the guidewire feel into the patient and the guidewire was able to be removed by cutting the motility catheter and capping the cut end of the guidewire. The procedure was completed with this guidewire with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be performed so the root cause of the reported issue could not be determined. However, if any further relevant information is identified, a supplemental medwatch will be filed.